Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is displaying an error message. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified replace the generator soon message was displayed on the patient controller indicating the generator was approaching its end of service. Diagnostics indicated the message was prematurely displayed.

Event description:
Follow up information identified the device was determined to have the appropriate level of battery voltage to provide therapy on the second eri assessment.